Event description:
The biomedical engineer reported that no vitals were flowing to the emr, which was affecting several central nurse's stations (cnss). Additionally, the multiple patient receivers (orgs) went down and were in comm loss with the telemetry transmitters. The first occurrence of the org comm loss was in reported 300270925. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that no vitals were flowing to the emr, which was affecting several central nurse's stations (cnss). Additionally, the multiple patient receivers (orgs) went down and were in comm loss with the telemetry transmitters. The first occurrence of the org comm loss was in reported (B)(6). No patient harm was reported. Investigation summary: during troubleshooting by the nk bridge team, it was discovered that the customer's hl7 server was down. The customer's system administrator was advised to check the server and was able to it back up, which resolved the issue of comm loss and vitals not being sent to cerner (emr). The server logs were not sent in for analysis. As such, a root cause cannot be determined. Possible causes for the server going down may be a power outage or a server crash. Possible causes for a server crash may be related to but are limited to, hardware failures, or power failures. Interruptions in the power supply can cause servers to shut down. A failed hard drive can lead to data loss and server downtime. Faulty ram modules can cause instability and crashes. Cpu overheating can lead to automatic shutdowns to prevent damage. Operating system errors, bugs or conflicts in the operating system can lead to crashes. The application software can have bugs that cause crashes or performance degradation. Resource exhaustion, or running out of memory, disk space, or cpu capacity can lead to server instability. Software updates with incompatibility issues can cause unexpected downtime. Malware or hacking, causing security breaches can lead to server compromise and shutdowns. Network hardware failures involving routers, switches, or cables failing can disrupt network connectivity. Distributed denial of service (ddos) attacks can overwhelm servers and bring them down. Network configuration issues (misconfigurations) can lead to connectivity problems. There is no evidence to suggest that the server crash was caused by an nk device deficiency. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: attempt #1 10/14/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 10/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 10/19/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the org, but the model and serial number information is listed as no information (ni), as attempts to obtain the information were made but not provided. Central nurse's stations: model: ni sn: ni telemetry transmitters: model: ni sn: ni.

Event description:
The biomedical engineer reported that no vitals were flowing to the emr, and the outage also affected several central nurse's stations (cnss). Also the multiple patient receivers (orgs) went down and were in communication loss again. This affects the telemetry transmitters being monitored. First occurrence of the org communication loss was in reported (B)(4). No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that no vitals were flowing to the emr, and the outage also affected several central nurse's stations (cnss). Also the multiple patient receivers (orgs) went down and were in communication loss again. This affects the telemetry transmitters being monitored. First occurrence of the org communication loss was in reported (B)(4). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.